Manufacturer narrative:
Eval completed. One opened pack tray was returned containing the collection cassette tubing and a 23ga cutter. The pack label was not returned. The part number and lot number cannot be verified or determined. The tip protector was in place, as it should be. The needle was bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. A functional test was performed using a stellaris pc system. The cutter had good clean cuts and aspirated as required throughout various cut rates and aspiration levels. The cutter functioned as intended at all angles. It should be noted however, that a bent needle condition could contribute to poor cutting performance. The cause of the bent needle cannot be determined. A lot number was not provided; therefore the sterilization and lot history records could not be reviewed.

Event description:
The user facility in (B)(6) reported the cutter primed and was ready to use; however the cutter would not cut at certain angles. A new pack was opened and the surgery was completed with no injury to the pt.